Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent laceration closure on (B)(6) 2016 and suture was used. The surgeon reported that the needle broke off from the suture and fell into the patient. The needle piece was left in the patient and not retrieved. A second suture with a different unknown product code was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Representative samples were returned for evaluation. Visual and functional examinations were performed and tested samples met requirements.